Event description:
It was initially reported that the patient's blood glucose rose up to 15.2 mmol/l (274 mg/dl) and the patient was not sure of delivering insulin. As treatment, the patient attempted bolus corrections, and verified readings by fingerstick. The device was returned and evaluated. The cannula was found to be bent.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.